Event description:
It was reported that the patient experienced scrotum infection with an inflatable penile prosthesis (ipp). A replacement surgery was performed, in which a spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.